Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9236-02pp medium univers vaultlock¿ glenoid trial batch number: 189622000 was received for investigation. Visual evaluation of the returned device noted that the central peg of the device had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 12-jan-2022.

Event description:
On 12/04/2024, a sales representative reported via sems-(B)(4) that (qty. (B)(4)) of an ar-9236-02pp univers vaultlock¿ glenoid trial, medium, was broken. The case was completed with a backup trial from another set available without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.